Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the backup due to event over flow event was sensed by the device, leading to reset issue.

Event description:
It was reported that the device was found to be in back up vvi (bvvi) mode. The cause of the bvvi was found to be due to event queue overflow related reset. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.